Manufacturer narrative:
(B)(4). Concomitant product: guideliner, mitraclip system steerable guide catheter, implanted mitraclip (x1). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda could not be determined. Although a conclusive cause for the reported slda and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record identified no non-conformances that would have contributed to the reported event. Query of the complaint-handling database identified no other similar incidents of incomplete coaptation reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being filed as the first deployed clip detached from one leaflet requiring the placement of additional clips for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip (10339825/(B)(4)) was deployed in the medial of the a2/p2 to stabilize the leaflets prior to placing a second clip in the middle of the jet in a2/p2. There were no difficulties experienced during deployment of the first clip. The second clip was deployed more lateral to the first clip; however, within 5 minutes of deployment, the first clip had detached from the leaflet. A third and fourth clip were placed to stabilize the first clip. The patient outcome was fine with the placement of 4 clips with an excellent mr reduction from 4-1. No additional information was provided.